Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead would not be inserted into a competitor's device. The physician tried using mineral oil. However, lead implant was very difficult due to tricuspid regurge, so the physician decided to use boston scientific device. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.